Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with tah and abdominal sacrocolpopexy, due to uterovaginal prolapse, cystocele and sui. It is reported that the patient experienced pain, erosion of her internal tissues, and that the patient has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent repair of vaginal mesh erosion with removal of portion of foreign body and cystoscopy with video on (B)(6) 2005, due to vaginal mesh erosion. It was reported that the patient underwent transvaginal revision of prosthetic vaginal graft and cystoscopy on (B)(6) 2013, due to erosion, vaginal foreign body and urgency urinary incontinence. No additional information is provided at this time.